Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2016-08-31. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Date: 2015-08-31. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2017-02-28. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries exhibited power switching at greater than twenty five percent (25%) capacity. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the batteries (B)(4) passed visual examination and functional testing. (B)(4) passed visual inspection. Functional testing of the battery revealed an abnormal high cycle count of 3420. This is an additional observation not related to the reported event and likely due to communication errors between the controller and the battery. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. Battery (B)(4). Expiration date: 2016-08-31. UDI #: (B)(4). Device evaluated by MFR: yes. Mfg date: 2015-08-31. Battery (B)(4) expiration date: 2017-02-28. UDI #: (B)(4). Device evaluated by MFR: yes. Mfg date: 2016-02-28. If information is provided in the future, a supplemental report will be issued.